Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer woke up with an elevated blood glucose (bg) level of 300 (mg/dl) for an unknown reason. A bolus was delivered to address bg level. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider. In addition, the pump battery dropped from 80% to 25% after being connected to a power source. Following the battery drop the pump could not be charged despite the attempt of multiple wall adapters and power sources. The customer's bg level was 216 (mg/dl) at the time of the event. Reportedly the customer will continue to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery malfunction was verified. An auto-off alarm (occlusion alarm) was found in the pump logs; however, no failure was identified. The auto-off alarm was the most likely cause of the elevated blood glucose level.